Manufacturer narrative:
The company rep observed that the fault journal showed a system failure and an excessive pressure fault. There was moisture present in the shuttle transducer. The company rep replaced the pressure transducer (0682-00-0076-01), filter assembly tubing (0008-00-0331), and dried the system. The unit was tested to factory spec. Ot functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the unit was in use of a pt, the unit shut down with a "maintenance code #3" alarm (balloon transducer offset failure). The unit was changed and no pt injury was reported.